Event description:
It was reported that this pacemaker recorded a code 1003 as high impedance battery condition was detected. Technical services (ts) reviewed and recommended to have this device replaced within 90 days. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device premature battery depletion (pbd). Subsequently the device was explanted. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker recorded a code 1003 as high impedance battery condition was detected. Technical services (ts) reviewed and recommended to have this device replaced within 90 days. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker recorded a code 1003 as high impedance battery condition was detected. Technical services (ts) reviewed and recommended to have this device replaced within 90 days. This device currently remains in service. No adverse patient effects were reported.